Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/ vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Sex, weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a12.6mm vticm5_12.6 implantable collamer lens, -12.50/5.0/081 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2019. On (B)(6) 2019 the lens was explanted due to excessive vault and elevated iop without pupil block and angle closure. The problem was resolved. The cause was reported as patient related factor and device.